Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is embedded in the uterus'), device expulsion ('migration of essure device location of device: unknown location/ essure is embedded in the uterus'), pelvic pain ('pelvic pain/ physical pain'), pregnancy with contraceptive device ('pregnancy and ess'), abortion spontaneous ('miscarriage') and adnexal torsion ('tortuous fallopian tube') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hot flashes, ovarian cyst, amenorrhea, gravida, pure hypercholesterolemia, acute upper respiratory tract infection, polycystic ovarian syndrome, lipedema, mitral regurgitation, multigravida, parity 3 (((B)(6) 2004, (B)(6) 2005, (B)(6) 2009)), irregular menstruation, malaise and fatigue. Previously administered products included for an unreported indication: clomid. Concurrent conditions included obesity, hyperlipidemia, cough, dizziness, palpitations, weakness, heartbeats irregular, near syncope, breast pain, breast tenderness, tachycardia paroxysmal, vaginal itching, candida vaginal, varicose vein, streptococcal sore throat, herpes zoster, conduction disorder, acute sinusitis, blood in urine, fibrocystic disease of breast, backache, fever, wheezing, fracture of metatarsal bone(s), closed, forehead swelling, neck swelling, hair thinning, anemia, acid reflux (oesophageal), chest pain and hematuria. Concomitant products included amoxicillin;clavulanic acid (augmentin), ascorbic acid;calcium sulfate;cholecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine mononitrate;zinc oxide (prenaplus), atorvastatin from (B)(6) 2015 to (B)(6) 2015, clonazepam, clonazepam (klonopin) from (B)(6) 2014 to (B)(6) 2014, esomeprazole, fish oil from (B)(6) 2013 to (B)(6) 2014, fluconazole, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2015, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, promethazine, ranitidine, ranitidine hydrochloride (zantac) from (B)(6) 2015 to (B)(6) 2015, rosuvastatin calcium (crestor) from (B)(6) 2014 to (B)(6) 2014, salbutamol sulfate (ventolin hfa) and simvastatin from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain abdominal area"). In (B)(6) 2009, the patient experienced depression ("depression"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years 9 months after insertion of essure. In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ reaction urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), menstrual disorder ("menstruation issues,"), anxiety ("mental anguish\ anxiety") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery. Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, adnexal torsion, menstrual disorder, anxiety, depression, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, alopecia, vaginal infection and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexal torsion, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device previously reported pregnancy 2018 was captured under case: case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: left tube does not appear to have a essure. It¿s likely that the essure is embedded in the uterus. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2009: result- positive; on (B)(6) 2018: result-positive. Ultrasound doppler - on (B)(6) 2011: impression: no evidence of deep venous thrombosis. Ultrasound biliary tract - on (B)(6) 2011: impression: 1. Mild fatty liver. 2. Normal appearance the gallbladder and bile ducts. Ultrasound pelvis - on (B)(6) 2018: impression: early intrauterine pregnancy measuring 4 weeks 5 days. Follow-up examinations are suggested to confirm viability as clinically indicated. Ultrasound scan vagina - on (B)(6) 2018: impression. 1. Single very early intrauterine gestation with estimated gestational age of 5 weeks, 1 days based on mean gestational sac: diameter and estimated date of delivery of (B)(4). Of note, the patient had a intrauterine pregnancy measuring 4 weeks 5 days two weeks ago. 2. Serial follow-up beta hcgs and possible follow-up ultrasound is suggested. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, vaginal infection,hair loss. Concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, device expulsion. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received, event added: essure is embedded in the uterus. Event device dislocation was updated to device expulsion. Reporters information, lab data and medical history were added. Event onset date for spontaneous abortion were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is embedded in the uterus'), device expulsion ('migration of essure device location of device: unknown location/ essure is embedded in the uterus'), pelvic pain ('pelvic pain/ physical pain'), pregnancy with contraceptive device ('pregnancy and ess'), abortion spontaneous ('miscarriage') and adnexal torsion ('tortuous fallopian tube') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hot flashes, ovarian cyst, amenorrhea, gravida, pure hypercholesterolemia, acute upper respiratory tract infection, polycystic ovarian syndrome, lipedema, mitral regurgitation, multigravida, parity 3 ((B)(6) 2004, (B)(6) 2005, (B)(6) 2009)), irregular menstruation, malaise and fatigue. Previously administered products included for an unreported indication: clomid. Concurrent conditions included obesity, hyperlipidemia, cough, dizziness, palpitations, weakness, heartbeats irregular, near syncope, breast pain, breast tenderness, tachycardia paroxysmal, vaginal itching, candida vaginal, varicose vein, streptococcal sore throat, herpes zoster, conduction disorder, acute sinusitis, blood in urine, fibrocystic disease of breast, backache, fever, wheezing, fracture of metatarsal bone(s), closed, forehead swelling, neck swelling, hair thinning, anemia, acid reflux (oesophageal), chest pain and hematuria. Concomitant products included amoxicillin;clavulanic acid (augmentin), ascorbic acid;calcium sulfate;colecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine mononitrate;zinc oxide (prenaplus), atorvastatin from (B)(6) 2015, clonazepam, clonazepam (klonopin) from (B)(6) 2014, esomeprazole, fish oil from (B)(6) 2013 to (B)(6) 2014, fluconazole, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2015, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, promethazine, ranitidine, ranitidine hydrochloride (zantac) from september 2015 to december 2015, rosuvastatin calcium (crestor) from (B)(6) 2014, salbutamol sulfate (ventolin hfa) and simvastatin from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain abdominal area"). In december 2009, the patient experienced depression ("depression"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years 9 months after insertion of essure. In september 2014, the patient experienced vaginal infection ("infection (bladder/ reaction urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), menstrual disorder ("menstruation issues,"), anxiety ("mental anguish\ anxiety") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery. Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, adnexal torsion, menstrual disorder, anxiety, depression, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, alopecia, vaginal infection and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexal torsion, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device previously reported pregnancy 2018 was captured under case: case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: left tube does not appear to have a essure. It¿s likely that the essure is embedded in the uterus. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2009: result- positive; on (B)(6) 2018: result-positive. Ultrasound doppler - on (B)(6) 2011: impression: no evidence of deep venous thrombosis.. Ultrasound biliary tract - on (B)(6) 2011: impression: 1. Mild fatty liver. 2. Normal appearance the gallbladder and bile ducts. Ultrasound pelvis - on 18-jun-2018: impression: early intrauterine pregnancy measuring 4 weeks 5 days. Follow-up examinations are suggested to confirm viability as clinically indicated. Ultrasound scan vagina - on (B)(6) 2018: impression. 1. Single very early intrauterine gestation with estimated gestational age of 5 weeks, 1 days based on mean gestational sac: diameter and estimated date of delivery of 0310312019. Of note, the patient had a intrauterine pregnancy measuring 4 weeks 5 days two weeks ago. 2. Serial follow-up beta hcgs and possible follow-up ultrasound is suggested.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, vaginal infection,hair loss. Concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is embedded in the uterus'), device expulsion ('migration of essure device location of device: unknown location/ essure is embedded in the uterus'), pelvic pain ('pelvic pain/ physical pain'), pregnancy with contraceptive device ('pregnancy and ess'), abortion spontaneous ('miscarriage') and adnexal torsion ('tortuous fallopian tube') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hot flashes, ovarian cyst, amenorrhea, gravida, pure hypercholesterolemia, acute upper respiratory tract infection, polycystic ovarian syndrome, lipedema, mitral regurgitation, multigravida, parity 3 (((B)(6) 2004, (B)(6) 2005, (B)(6) 2009)), irregular menstruation, malaise and fatigue. Previously administered products included for an unreported indication: clomid. Concurrent conditions included obesity, hyperlipidemia, cough, dizziness, palpitations, weakness, heartbeats irregular, near syncope, breast pain, breast tenderness, tachycardia paroxysmal, vaginal itching, candida vaginal, varicose vein, streptococcal sore throat, herpes zoster, conduction disorder, acute sinusitis, blood in urine, fibrocystic disease of breast, backache, fever, wheezing, fracture of metatarsal bone(s), closed, forehead swelling, neck swelling, hair thinning, anemia, acid reflux (oesophageal), chest pain and hematuria. Concomitant products included amoxicillin;clavulanic acid (augmentin), ascorbic acid;calcium sulfate;colecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine mononitrate;zinc oxide (prenaplus), atorvastatin from (B)(6) 2015, clonazepam, clonazepam (klonopin) from (B)(6) 2014, esomeprazole, fish oil from (B)(6) 2013 to (B)(6) 2014, fluconazole, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2015, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, promethazine, ranitidine, ranitidine hydrochloride (zantac) from (B)(6) 2015, rosuvastatin calcium (crestor) from (B)(6) 2014, salbutamol sulfate (ventolin hfa) and simvastatin from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain abdominal area"). In (B)(6) 2009, the patient experienced depression ("depression"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years 9 months after insertion of essure. In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ reaction urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), menstrual disorder ("menstruation issues,"), anxiety ("mental anguish\ anxiety") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery. Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, adnexal torsion, menstrual disorder, anxiety, depression, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, alopecia, vaginal infection and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexal torsion, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device previously reported pregnancy 2018 was captured under case: case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: left tube does not appear to have a essure. It¿s likely that the essure is embedded in the uterus. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2009: result- positive; on (B)(6) 2018: result-positive. Ultrasound doppler - on (B)(6) 2011: impression: no evidence of deep venous thrombosis. Ultrasound biliary tract - on (B)(6) 2011: impression: 1. Mild fatty liver. 2. Normal appearance the gallbladder and bile ducts. Ultrasound pelvis - on (B)(6) 2018: impression: early intrauterine pregnancy measuring 4 weeks 5 days. Follow-up examinations are suggested to confirm viability as clinically indicated. Ultrasound scan vagina - on (B)(6) 2018: impression. 1. Single very early intrauterine gestation with estimated gestational age of 5 weeks, 1 days based on mean gestational sac: diameter and estimated date of delivery of (B)(6) 2019. Of note, the patient had a intrauterine pregnancy measuring 4 weeks 5 days two weeks ago. 2. Serial follow-up beta hcgs and possible follow-up ultrasound is suggested. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, vaginal infection,hair loss. Concerning the injuries reported in this case, the following ones were described in patients medical record: embedded device, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown location"), pelvic pain ("pelvic pain/ physical pain"), pregnancy with contraceptive device ("pregnancy and ess"), abortion spontaneous ("miscarriage") and adnexal torsion ("tortuous fallopian tube") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hot flashes, ovarian cyst, amenorrhea, pregnancy, pure hypercholesterolemia, acute upper respiratory tract infection, polycystic ovarian syndrome, lipedema, mitral regurgitation, gravida ii and parity 3 (((B)(6) 2004, (B)(6) 2005, (B)(6) 2009)). Previously administered products included for an unreported indication: clomid. Concurrent conditions included obesity, hyperlipidemia, cough, dizziness, palpitations, weakness, heartbeats irregular, near syncope, breast pain, breast tenderness, tachycardia paroxysmal, vaginal itching, candida vaginal, varicose vein, streptococcal sore throat, (B)(6), conduction disorder, acute sinusitis, blood in urine, fibrocystic disease of breast, backache, fever, wheezing, fracture of metatarsal bone(s), closed, forehead swelling, neck swelling, hair thinning, anemia and acid reflux (oesophageal). Concomitant products included amoxicillin;clavulanic acid (augmentin), ascorbic acid;calcium sulfate; cholecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine mononitrate;zinc oxide (prenaplus), atorvastatin from (B)(6) 2015 to (B)(6) 2015, clonazepam, clonazepam (klonopin) from (B)(6) 2014 to (B)(6) 2014, esomeprazole, fish oil from (B)(6) 2013 to (B)(6) 2014, fluconazole, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2015, nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, promethazine, ranitidine, ranitidine hydrochloride (zantac) from (B)(6) 2015 to (B)(6) 2015, rosuvastatin calcium (crestor) from (B)(6) 2014 to (B)(6) 2014, salbutamol sulfate (ventolin hfa) and simvastatin from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain abdominal area"). In december 2009, the patient experienced depression ("depression"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ reaction urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), menstrual disorder ("menstruation issues,"), anxiety ("mental anguish\ anxiety") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery. Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, adnexal torsion, menstrual disorder, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, vaginal infection and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adnexal torsion, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device previously reported pregnancy 2018 was captured under case: case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Pregnancy test - on (B)(6) 2009: result- positive; on (B)(6) 2018: result-positive. Ultrasound doppler - on (B)(6) 2011: impression: no evidence of deep venous thrombosis. Ultrasound biliary tract - on (B)(6) 2011: impression: mild fatty liver. Normal appearance the gallbladder and bile ducts. Ultrasound pelvis - on (B)(6) 2018: impression: early intrauterine pregnancy measuring (B)(6). Follow-up examinations are suggested to confirm viability as clinically indicated. Ultrasound scan vagina - on (B)(6) 2018: impression: single very early intrauterine gestation with estimated gestational age of (B)(6) based on mean gestational sac: diameter and estimated date of delivery of "(B)(6)" 2019. Of note, the patient had a intrauterine pregnancy measuring (B)(6) two weeks ago. Serial follow-up beta hcgs and possible follow-up ultrasound is suggested. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, vaginal infection,hair loss. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs +mr received: reporters were added. Patient's demographic was added. New events- vaginal bleeding, menorrhagia,abdominal pain, dysmenorrhea, hair loss, vaginal infection, migration of essure device location of device: unknown location, tortuous fallopian tube were added. Concomitant drugs & conditions were added. Medical histories were added. Lab tests were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.